Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient had contacted bsc patient educator and stated that he is having difficulty pumping his inflatable penile prosthesis (ipp). He stated the device is very difficult to pump and doesn't feel his device is getting inflated enough. He noted that the bulb seemed to get hard but his erection is not great. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.